Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -5.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).